Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed on the common carotid artery (cca) during the post arterial sheath angiogram. The physician elected to place a secondary stent to cover the dissection. It was reported that the procedure was completed successfully and the patient is stable.